Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been unable to receive adequate stimulation. Impedance issues were found on a majority of the patient's lead contacts. Reprogramming was ineffective long-term. Unspecified imaging was performed but the results remain unknown. It was also reported the patient had experienced overstimulation. As a result, the patient's lead was explanted and replaced. Surgical intervention addressed the patient's issue.